Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set tubing and site multiple times. After the most recent alarm, tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to possibly be related to the cartridge.